Manufacturer narrative:
The biomedical engineer reports that there is communication loss on all rns (remote network system) devices in the facility. The cns (central network station) is operating normally. The customer stated after getting in front of the server with a keyboard and mouse that it was stuck on the login screen. Customer was asked to reboot the server, however, the system now displays "waiting for windows loading file" message. A replacement server was sent to the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that there is communication loss on all rns (remote network system) devices in the facility. The cns (central network station) is operating normally.

Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reports that there is communication loss on all rns (remote network system) devices in the facility. The cns (central network station) is operating normally. The customer stated after getting in front of the server with a keyboard and mouse that it was stuck on the login screen. Customer was asked to reboot the server, however, the system now displays "waiting for windows loading file" message. A replacement server was sent to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Server not evaluated